Event description:
Patient experienced pain/heat and a seroma at the ipg incision site. Physician aspirated 5-7 cc of fluid from the ipg site, and started antibiotics.

Event description:
Follow up report: the patient's ipg pocket healed and there actually was no infection per lab test results.